Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced unexplained high blood glucose of 477 mg/dl. The customer was treated for the high blood glucose with their insulin pump. The customer stated that they were also experiencing low blood glucose levels due to an over bolus. It is unknown what may have caused the high blood glucose. The customer did not return the product back for analysis.